Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator compressor was faulty. Patient involvement is unknown. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic service provider checked the ventilator and verified the problem. To address the problem the service provider replaced the compressor. The ventilator was reported to be working satisfactorily.